Event description:
The test strips for the one touch verio glucose meter have a very high failure rate. I have been sent more by the one touch company a couple times; same result. I have also reported this problem to (B)(6) a couple different ways. I threw out all the containers that had this data; one touch has my reports on this. FDA safety report ID# (B)(4).